Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was reported explanted on (B)(6) 2023. Additional complaint of noise and high impedance was reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead fracture leading to multiple inappropriate shocks. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was reported explanted on (B)(6) 2023. Additional complaint of noise and high impedance was reported. Upon receipt, after receiving the proximal fragment, the distal fragment was also received for analysis. The lead was found cut 11.5 cm distal to the df4 connector pin. An extraction aid was found on the distal fragment. The proximal fragment did not show any deviations that might have contributed to the clinical observations. The distal fragment was found rubbed through approximately 14 and 17 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was reported explanted on (B)(6) 2023. Additional complaint of noise and high impedance was reported. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.